Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was permanently programmed to vvi 30, however, was programmed to voo 80 biventricular pace for an atrioventricular node ablation. During the ablation right ventricular pace and left ventricular pace markers were observed, however were not capturing. When the ablating was stopped pacing returned to normal. The device was then programmed to voo 80 right ventricular pace only and the procedure was completed without further complication. Boston scientific technical services (ts) discussed device features related to noise or electrical signals observed by the device. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.